Manufacturer narrative:
See attached.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-6480 dw pump turned off intermittently, and then on again. This was discovered during an unspecified procedure with no patient harm.